Event description:
Customer reported device = 484 mg/dl. Customer gave themselve 74 units of insulin. Customer felt sick. Family member called 911 and their device = 118 mg/dl. No treatment given. Two hours later , device = 554 or 556 mg/dl. Ambulance arrived and their device = 42 mg/dl. Customer was transported customer to hospital. Hospital treated their with an IV and orange juice where they remainded for 5 h0urs. No controls used. A request was made for return product and replacement product was sent.